Event description:
An engineer went to the customer site to perform xvi gain calibration with the physics department. The xvi panel was not correctly recognizing its positions. No pt mistreatment or injury was reported.

Manufacturer narrative:
The malfunctioning lateral potentiometer assembly was replaced and normal operation restored. Elekta, inc. Had internally identified this similar problem and issued important notice on september 19, 2007 as a field correction. This site visit occurred just days prior to the important notice being issued to affected sites.